Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used to deliver an unspecified concentration of paclitaxel, at unspecified rate, via a plum pump. After an unspecified length of time, the customer contact reported that the tubing separated from the arm of the clave y-site of the tubing set. It was reported that an unspecified volume of solution leaked onto the sheet under the pt's arm. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced, the therapy was resumed and if the solution that leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the info known by the reporter upon query by hospira personnel.